Event description:
Caller reported a malfunction on the pump, and there were no notable events that led up to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.